Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable.

Event description:
It was reported that the 8.5 fr was placed, the drain was sutured to the skin, and the suture was not torn. At some point the hub separated from the catheter. A section of the device did not remain inside the patient¿s body. The patient required an additional procedure to remove and exchange the drainage catheter due to hub separation. The drain had to be replaced for a new one. According to the initial reporter, the patient did not experience any additional adverse effects due to this occurrence.